Event description:
It was reported that one screw in the stimloc package did not fit. The healthcare professional stated it was not possible to use the screw since it was the wrong one. The hcp had to open a new stimloc package. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082218214a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stimloc found the screw thread was damaged. One of the two returned screws had damaged threads at the tip and the other screw had good threading. There was also damage to the top of the screw with damaged threads. There were no anomalies with the returned base, cap, or centering tools.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.